Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had damage. Customers stated that reservoir top was fell off and half of the ring was there in place. Customer stated that currently they are able to lock in place but if reservoir was take off from the insulin pump she will not able to use it anymore and it will completely come off. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip noted. The test reservoir stay locked in place noted.